Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired on the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4)- was used for cardiac event, as there is no code available that best describes cardiac event. This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional info.